Event description:
Date of event is unknown. Pharmacist fills the readymed with 225ml of saline and places them on a tray until ready to use. Has noted that some of them have about 5-6ml of fluid sitting on top. User states they pour out the fluid and in a few hours, there is fluid in the top again. Device has been received, but investigation is not complete. A follow-up MDR will be sent when the investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 02/11/2009. Patient information requested and all available information is included. This report was filed by the manufacturer.